Event description:
It was reported that the outer cover of the external pulse generator (epg) battery drawer had come off. The battery was inserted but the drawer was not fully closed resulting in the battery not being fully engaged. After awhile the epg failed to continue pacing resulting in the need to perform CPR and a new sternotomy was inserted. The patient recovered without ill effects.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reporter was contacted. Ms. (B)(4) confirmed the serial number and stated that the device was not returned for evaluation. She noted that it was discussed with the staff that the battery drawer needs to be fully engaged, and that a "click" should be heard. She did not expect the device to be returned. A copy of the technical manual was e-mailed to ms. (B)(4).